Event description:
It was reported that at the start of an exposure the tube head cover came away from the system and impacted the side of the patient's face and shoulder. The patient had a red mark on her shoulder and was given ice to apply, but no medical intervention was needed. A field engineer was dispatched to the site and determined a screw holding the cover had broken. The screws were replaced and the cover was checked for secureness. No further issues since the repair.